Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The ICD was reprogrammed prior to system extraction. The physician noted vegetation on the leads. The ICD system was not replaced. No further patient complications have been reported as a result of this event.